Event description:
It was reported that the r-wave occasionally decreased until the ICD began double counting and shocking the patient inappropriately.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.